Event description:
On (B)(6) 2001, the patient underwent the surgery with the ap-j nail for trochanter fracture. After one year, the surgeon confirmed x-ray. And he found that the fracture part was bone union. However the surgeon did not extracted the implants. On (B)(6) 2013, the patient fell. The surgeon confirmed x-ray. And he found that the nail was broken(lag screw hole). Therefore, the patient underwent the revision surgery by g3 long nail on (B)(6) 2013. And the surgeon requested the investigation of this case.

Event description:
On (B)(6) 2001, the patient underwent the surgery with the ap-j nail for trochanter fracture. After one year, the surgeon confirmed x-ray. And he found that the fracture part was bone union. However, the surgeon did not extracted the implants. On (B)(6) 2013, the patient fell. The surgeon confirmed x-ray. And he found that the nail was broken(lag screw hole). Therefore, the patient underwent the revision surgery by g3 long nail on (B)(6) 2013. And the surgeon requested the investigation of this case.

Manufacturer narrative:
Evaluation conclusion: the reported issue was confirmed. The nail was classified as primary product during investigation. All other returned implants are associated products and will be not considered in the investigation summery. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The nail is part of an obsolete system and was replaced by the gamma3 system. The investigation revealed that the nail was drill marked within the left bridge of the proximal lag screw hole. The left breakage line was found within the drill marked area. This misdrilling effect did most likely weak the left bridge and caused a notching effect on the lateral side, that favours significant the nail breakage. Misdrilling could occur in case the target device was pre-damaged or instruments were not assembled correctly, the operative technique includes that the target device shall be checked prior to every surgery. Smooth lines of rest are visible on the left bridge; the bridge broke step by step. The lines of rest run from lateral to medial. These lines of rest indicate (in combination with the found drill marks), that the nail breakage started at the left bridge at the lateral side (fatigue fracture). According to the event description the bone healed although the left bridge was full or partly broken. The patient felt in (B)(6) 2013 after approx. 22 months of implantation time. The right bridge shows the typically structure of a forced fracture due to the reported overload (additional trauma). All in all the nail broke due to a combination of a fatigue fracture and a spontaneous forced fracture, caused by an intra-operative implant damage, several loads during implantation time and the additional trauma by the patient. Implant damages, patient mobilization and additional trauma are listed as warnings and adverse effects in the IFU. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.